Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the control body - biopsy port was loose, control body - eto valve condition was misaligned, eyepiece - external condition was stained, fibre image - condition had fluid staining, up angle was out of specification, up/down brake was not holding and the seal of the port was protruding. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance, the leak tester port is leaking on the oes cystonephrofiberscope. Upon inspection and testing of the returned unit, the biopsy channel port was loose. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is unknown whether the loosening of the biopsy channel was due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.